Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that their old ins died early and they could only sleep for 2 hours at night. A revision was done (B)(6) 2015. No further complications were reported or anticipated with this event. Refer to manufacturer report 3004209178-2019-18204 for details pertaining to the related reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the battery replacement resolved the sleep issues. A cause for the battery depleting early was not reported.